Event description:
It was reported that in the week following the implant procedure, the patient presented to a hospital for receiving three inappropriate shocks. Diagnostic imaging was performed and confirmed that the right ventricular (rv) lead had dislodged into the right atrium. The physician elected to reposition the rv lead to resolve the event and the patient was stable with no additional consequences.